Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after experiencing acute pectoral muscle stimulation on the left side of her chest. A chest x-ray revealed that the lead dislodged. The lead was explanted and replaced.